Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. However, it had a connector at the lcd puncturing through the isolating tape and making contact to the positive side of the battery. It also had intermittent button response due to moisture damage on the keypad trace. No moisture damage at the electronic assembly. The device had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the display on the insulin pump went blank. It was also reported that the buttons were unresponsive. Blood glucose value was 220 mg/dl. The customer stated that the device was not bumped or dropped or exposed to moisture. The customer removed the battery for 10 minutes but the display remained blank after inserting the battery. The insulin pump was replaced and returned for analysis.